Event description:
It was reported that the patient experiencing inadequate stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.